Event description:
Note: the zero tip airway retrieval basket is intended to be used to endoscopically remove foreign bodies in the airway. It was reported to boston scientific corporation that a zero tip pulmo basket was used in the common bile duct during a procedure performed on (B)(6) 2022. During the procedure, a zero tip pulmo basket was used in the common bile duct; however, the basket wire kinked after placement and got stuck. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Report source: uf/importer report #: (B)(4). (B)(4).